Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A sales rep called baxter corporate product surveillance to report a clearlink duo-vent continuflo set in which a backflow occurred. According to the report, saline was connected to the primary set, while iron was infusing through the 2c7462 secondary set. The hanger was not fully extended when the iron was backflowing into the primary bag. The sales rep stated that the hanger was "looped through" the bag so the saline was only half-way lowered. The primary set was primed per label copy. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.